Manufacturer narrative:
Device has not been reported as explanted and is not expected for return. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown-nail/ unknown lot number. Not explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of an insertion handle broke off. A female patient sustained a right tibial midshaft fracture. On (B)(6) 2015, the patient underwent insertion of a tibial nail. During surgery, the tip of the insertion handle that helps align the nail was found to be broken off. The piece was approximately three millimeters in size. Additional x-rays were taken of the patient but the tip was not located. A substitute insertion handle was readily available for use. There was less than a five minute surgical delay. It was reported that the procedure was successfully completed. This report is 2 of 2 for (B)(4).